Manufacturer narrative:
(B)(4). User facility medwatch: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was unable to be reviewed since the batch number is unknown. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing reference 9680001-2015-00025. During a pulmonary vein isolation procedure, a pericardial effusion occurred. Transseptal puncture was performed and ablation was performed with a tacticath quartz ablation catheter through an agilis nxt introducer. During the ablation, a pericardial effusion occurred, for which a pericardiocentesis was performed. The patient left the procedure room in stable condition and was transferred to the ICU. The patient was discharged home without further complications. There are no alleged performance issues with any sjm device.